Event description:
It was reported that a spectrum pump failed to deliver the programmed amount of taxol (programmed amount and delivery rate unknown) over a period of three hours in the oncology unit. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.